Event description:
An extracorporeal photopheresis (ecp) procedure was inititiated. An air alarm occurred during the purge phase of treatment. There was no evidence of an air leak noted in the kit, pump tubing organizer or lines. It was reset and the treatment continued with no other alarms. Shortly after recirculation was initiated, a blood leak was noted on the cellex instrument deck with no identifiable leak noted in kit, pump tubing organizer or lines. Treatment was paused, the patient was assessed and found to be asymptomatic. The treatment was aborted. There was an estimated blood loss of 183ml. We notified therakos, ecp medical directors, nursing supervisor, charge nurse and biomedical engineering.